Event description:
It was reported that during a lsh procedure the tissue pad melted. The procedure was completed with another device. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.